Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/04/2015. The fse confirmed the leak from blood sampling valve (bsv) tubing. The fse trimmed the end of the tubing and re-attached it to the bsv resolving the leak. While onsite, the fse found the white blood cell (wbc) and hemoglobin (hgb) parameters failing startup. The fse noticed the wbc bath and hgb cuvette were dirty. The fse replaced both parts, resolving the failed background issue. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 3ml from the manual probe on a coulter lh 750 hematology analyzer during shutdown. The leak was not contained within the instrument and no error messages or alarms were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.